Event description:
It was reported that customer experienced cgm error and received error code 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, and after reset cgm error did not reappear, with pump reset completed according to support instructions.